Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of grade 1 abnormality, this coil detached prematurely inside the microcatheter. It was reported that while loading this coil into microcatheter, this coil got stuck into microcatheter. While trying to unload the coil, coil got detached into the microcatheter. The coil was removed from the patient and another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. Only medtronic microcatheter returned for investigation and there were not any damages found on the catheter body and hub. Under the microscope, the axium implant coil found appeared to be stretched and detached within the inner lumen of the microcatheter at the proximal end. No other anomalies were found. Follow up was conducted for the missing pushwire and response received that the customer discarded a pushwire so will not be returned. The axium pushwire was not returned for evaluation; therefore, any contributing factors from the axium pushwire could not be assessed. The customer reported that the axium implant coil detached subsequent to the report of resistance within the microcatheter. It is likely that the axium implant coil detached due to the movement of the axium coil against the reported resistance. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Possible contributing factors to friction within the catheter include not establishing a proper saline flush and use of the device in tortuous anatomy. If information is provided in the future, a supplemental report will be issued.